Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was cellulitis in the abdominal cavity. The cause of the cellulitis was not reported. On the same date as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient had not yet recovered from the peritonitis event. Dianeal therapies were ongoing and the patient was also placed on hemodialysis. Additional information is not available at this time.